Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep found a line in fuse in the mobile view station (mvs) cart to be blown. Also found that the mvs was not communicating to the iport, so the umbilical cable was replaced. Imaging system passed all tests after replacement and was found to be fully functional. The fuse was not returned for evaluation. The umbilical cable was returned to the manufacturer and is currently under analysis.

Event description:
A medtronic representative reported that during a spine surgery the imaging system showed a frame rate error and to unplug and re-plug in the interface cable. They attempted to re-boot the system several times without success. After about a 30-45 minute delay the c-arm was brought in to complete the case. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). Patient age and sex now provided. Medtronic investigation of returned suspect interface cable confirmed the reported event. The cable underwent bench testing and filed the gbit test, showing lines 1 and 2 are open. The continuity test and 100t test both passed. Visual inspection, passed.